Event description:
Pt underwent a novasure endometrial ablation which was performed without difficulty or intraoperative complications. Two days later, pt developed a fever to 101.5 and was subsequently admitted to the ICU and treated for sepsis secondary to endometritis. Pt ultimately underwent a hysterectomy (B)(6) 2016 for persistant pain, bleeding and uterine tenderness. Novasure device procedure done (B)(6) 2015.